Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device kept shutting down automatically, and it also rebooted by itself. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had kept shutting down automatically and rebooting by itself. The technical support specialist (tss) discovered that the station was not compliant with wsus due to two missing patches. A forced patch was performed remotely, and the maintenance auto reboot was temporarily disabled. The patches were later confirmed successful with a pending reboot, and the station became compliant with wsus. The auto reboot was re enabled, and the customer confirmed that the station had rebooted successfully and was functioning properly. The field service engineer (fse) spoke to the customer to gather details and learned that the station had rebooted twice during the previous night. The system functioned as intended after the technical support specialist troubleshot the device.